Event description:
The customer stated that they can no longer read the numbers on the screen display window. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.